Event description:
It was reported to boston scientific corporation that a resolution clip device was to be used for a procedure performed on (B)(6) 2009. According to the complainant, during preparation, they opened the package and found that the sheath was torn and the coil wire was bent. The case was completed with another resolution clip device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Although the suspect device has been received, the evaluation has not yet been completed. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).